Manufacturer narrative:
Received one device. Visual inspection found no damage. Customer reported issue of cassette latch loose. Confirmed through latch lock test. Replaced latch lock assembly and handle. Performed functional testing. Upon further investigation, upstream occlusion sensor (uso) seal buckled, also found rear piezo damaged. Replaced uso seal and rear piezo. Performed sensor calibration. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette latch was loose and the lens was damaged. The event occurred during testing. There was no patient involvement.